Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the device was running in the wrong mode. The device would run in reverse instead of forward when the forward mode was activated. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.